Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Additional information received indicated the device, that was initially implanted in (B)(6) 2015, was replaced due to incontinence as there was an obvious fluid loss from the cuff. The patient's outcome following the surgery was perfect continence.